Event description:
A doctor reported that after an intraocular lens (iol) was implanted, glistenings were observed. No further information is expected.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The lens remains implanted. There have been no other complaints reported in the lot number. No further information is expected. Initial reporter. Zip code is not indicated at this time. (B)(4).